Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) levels ranged between 270-343 mg/dl. Manual injections were administered to address bg. A system check was performed and the pump performed as intended. During a follow-up, it was reported that additional occlusion alarms were received.